Event description:
A report was received that the patient underwent a revision due to inability to charge secondary to excessive weight. During the procedure, it was confirmed that there was nothing wrong with the ipg depth. The physician believes he could not do anything further and instructed the patient to charge the ipg while lying on stomach as demonstrated.

Event description:
A report was received that the patient underwent a revision due to inability to charge secondary to excessive weight. During the procedure, it was confirmed that there was nothing wrong with the ipg depth. The physician believes he could not do anything further and instructed the patient to charge the ipg while lying on stomach as demonstrated.